Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), menstruation irregular ("irregular menstruation"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue"), memory impairment ("forgetfulness") and abdominal pain ("abdominal pain"). At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, menstruation irregular, headache, migraine, nausea, fatigue, memory impairment and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue, genital haemorrhage, headache, memory impairment, menstruation irregular, migraine, nausea and pelvic pain to be related to essure (ess205). The reporter commented: she was scheduled to have devices removed along with a hysterectomy on (B)(6) 2018. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.